Event description:
It was reported that the device was explanted, due to unknown reasons. The implant duration was one day. Patient also had another device explanted, model 4400. No further details were provided. Information learned from implant patient registry. It was additionally reported that a second device, model #4400, was explanted. Refer to MFR report # 2015691-2009-09893.

Manufacturer narrative:
Device not returned.